Manufacturer narrative:
(B)(4). As a precautionary measure, the service engineer performed a ventilator inspection. The ventilator passed all performed tests, calibrations, and performance verifications. There was no fault found.

Event description:
It was reported that a patient was disconnected from the ventilator and that there was no response from the clinicians for eleven minutes. It was reported that the event took place in (B)(6). And that the patient was manually ventilated without any reported patient harm.